Manufacturer narrative:
(B)(4). Report source foreign. The event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed, the majority of the threaded portion was fractured on the hex bolt. The fractured fragment was not returned for further evaluation. There were impaction marks found on the knurled handle, indicating potential side loading. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation determined that side loading of the inserter most likely caused the hex bolt tip to fracture and this is considered misuse of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The instrument is stripped and fractured. No patient consequences were reported and no further information has been made available.